Event description:
It was reported that the pump display separated from pump. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy and have manual insulin injection for alternate method of insulin therapy.